Manufacturer narrative:
The handpiece has been received at the MFR for testing. An eval will be conducted, and a follow-up report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that the driver started on its own without the trigger being depressed, prior to the start of an orthopedic procedure. There was no pt or user injury and the case was then completed successfully with another device.